Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Reportedly, the insulin gauge was reading "empty cartridge". However, the contact knew there should still be insulin. There was no reported impact to the customers blood glucose level. The pump was not available to troubleshoot at the time of the call. Multiple follow up attempts were made to troubleshoot with the customer. However, no additional information was provided